Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved on the balloon 28mm distally. The stent struts with the exception of the last three were damaged and stretched past the distal marker band. The manufacturing data for this unit was reviewed and no issues were noted. The max crimped stent profile was found to be within specification. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed balloon wall indicating overall crimp contact between the stent and balloon at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01415. It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary vessel. A 3.00 x 28 synergy¿ stent was advanced through a 145 guidezilla¿ guide extension catheter. However, the stent got caught with the guidezilla. The device was removed from the patient's body and it was noted that the stent got deformed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01415. It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary vessel. A3.00 x 28 synergy¿ stent was advanced through a 145 guidezilla¿ guide extension catheter. However, the stent got caught with the guidezilla. The device was removed from the patient's body and it was noted that the stent got deformed. The procedure was completed with a different device. No patient complications were reported.